Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample determined that it contains an interfering factor to the streptavidin present in the ft3 and ft4 reagents. The detected interfering factor most likely caused the falsely decreased values for tsh. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). Initial reporter phone number was provided as "(B)(6)". Fax number was provided as "(B)(6)".

Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). The customer stated that ft3 and ft4 results were too high, while the tsh result is normal. The sample was tested on a siemens vista analyzer, where the ft3 and ft4 results were normal. The patient was born in 1954. This medwatch will cover tsh. Please refer to the medwatch with patient identifier (B)(6)for information related to ft3 and refer to the medwatch with patient identifier (B)(4) for information related to ft4. An aliquot of the sample was initially tested on an e602 analyzer, resulting as 0.68 mui/l for tsh, 8.6 pg/ml for ft3, and 52.5 ng/l for ft4. The sample was repeated in the primary tube on the e602 analyzer on (B)(6) 2016, resulting as 9.30 pg/ml for ft3 and 62.94 ng/l for ft4. The sample was repeated on a siemens vista analyzer, resulting as 1.01 mui/l for tsh, 3.18 pg/ml for ft3, and 1.01 ng/dl for ft4. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The patient was not adversely affected. The e602 analyzer serial number was asked for, but not provided.